Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer biomed, reporting that the v60 ventilator displayed a "proximal pressure sensor autozero failed" error code 110b. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "proximal pressure sensor autozero failed" error code (110b). The customer reported that the alarm was confirmed in the event log. During troubleshooting, the rse provided the customer with the part numbers for a replacement data acquisition (da) board, and da printed circuit board assembly (pcba) to motor controller (mc) pcba cable. The repair was expected to be performed by the customer. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have/will be submitted per regulations. Investigation ongoing / resolution pending.